Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced a shocking like sensation at the ins site. The sensation occurred for about six months. The patient was advised to follow up with their healthcare provider to have the stimulator checked if the shocking sensation continued. No further complications reported.